Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the patient underwent an unrelated surgery and the ipg was not placed in surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.